Manufacturer narrative:
Based on the available information, the cause of the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of connector, j11, and the mating power pcb assembly contacts of connector, p11. The fretting corrosion resulted in an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
A customer contacted physio-control to report that their device had powered off intermittently during patient monitoring. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
The patient was a (B)(6)-year-old female. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After replacing the battery pins, battery wire harness, power pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had powered off intermittently during patient monitoring. There was no harm to the patient as a result of the reported event.